Manufacturer narrative:
Returned product analysis noted that the condition of the returned unit was consistent with the complaint incident. Visual examination of the returned unit revealed the stent moved on balloon and damage to the entire length of the stent. Taking into consideration the type of damage analyzed and the the results of the investigation completed, handling damage is determined be the most probable root cause. A review of the records for this batch found that the device met its material, assembly and product specifications.

Event description:
Event became reportable based on returned product analysis. It was reported that during a percutaneous coronary intervention, the device failed to cross the lesion. The severely calcified 95% stenotic lesion was located in the moderately tortuous left circumflex (lcx) artery. The 2.5 x 24mm taxus liberte drug-eluting stent was introduced and reported to be unable to cross the lesion. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "good". Returned product analysis revealed stent damage.